Manufacturer narrative:
The 3080rl surgical table is equipped with an auxiliary override control system that can be actuated at any time and will allow table operation in the event of primary control malfunction. User facility personnel followed the proper procedure for utilizing the table's auxiliary control switches as stated in the table's operator manual. A steris service technician arrived onsite to inspect the surgical table. The technician found the cord on the hand control to be damaged; specifically, a loose connection of the hand control cord was causing it to intermittently function. The technician removed the hand control from service and replaced it. The technician confirmed the surgical table and hand control to be operating properly and returned it to service. No additional issues have been reported. The surgical table was installed in 2010 and is serviced and maintained by steris.

Event description:
The user facility reported that during a patient procedure personnel commanded the table via the table's hand control however, the table would not respond. The user facility utilized the table's auxiliary control switches and the procedure was completed successfully. No report of injury, procedure delays or cancellations.